Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that a quote for the battery was requested. We are considering this to be a battery malfunction at this time. Additional details have been requested. The device was in clinical use at the time of the reported issue, however there was no reported adverse event to the patient or user.

Event description:
It was reported to philips that, following preventive maintenance, the customer noticed that the battery had to be changed. There was no patient involvement.